Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: during investigation, the pump was powered on and a hard call service 069 alarm was shown and could not be reset. A review of the pump¿s black box and alarm history showed a call service 069 alarm, which is written in the pump's black box as cs087. The cs 069 failure is defined as a language file corruption while retrieving the language text. The language corruption issue causing the cs69 alarm was found to be due to a malfunction in the u39 flash chip, a component on the printed circuit board. Unrelated to the original complaint, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad down to the seal. The battery cap coin slot was observed to be damaged. The battery cap was found to be difficult to remove from the pump.